Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed intermittent operation on the device. It was determined that the device did not run at first but started running during testing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post surgery, it was observed that the small battery drive device was not working. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.